Event description:
It was reported at the user facility that during a surgical case involving a system 7 drill in conjunction with a bixcut reamer, the drill was activating without pressing drive or reverse which could cause unintended injury to the patient or user. The procedure was completed successfully with the same device with no adverse consequences or medical intervention were reported. Additional information has been requested from the user facility since surgical delay was not reported.

Manufacturer narrative:
Customer unable to locate device.

Event description:
It was reported at the user facility that during a surgical case involving a system 7 drill in conjunction with a bixcut reamer, the drill was activating without pressing drive or reverse which could cause unintended injury to the patient or user. The procedure was completed successfully with the same device with no adverse consequences or medical intervention were reported. Additional information has been requested from the user facility since surgical delay was not reported.